Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose for three days. Troubleshooting was performed. The customer¿s recent glucose reading was 262 mg/dl, and she has treated with the insulin pump and manual injections. The programming, time, and date were correct. Reviewed the alarm history and found no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. A tubing clamp was sent to perform the high pressure test, but the test failed the first time. Instructed the customer to change the infusion set to perform the test again, but the insulin pump did not alarm with specifications. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.